Manufacturer narrative:
Received 1 unused foley catheter with packaging label only. The reported event was confirmed as manufacturing related. Per the visual inspection, the sample had a cocked cap. This occurred during the capping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the valve to inflate the balloon appeared to be faulty (visibly imperfect). It was later reported that the physician never attempted to inflate the balloon. The device was not used on the patient. A new catheter was obtained and used without impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the valve to inflate the balloon appeared to be faulty (visibly imperfect). It was later reported that the physician never attempted to inflate the balloon. The device was not used on the patient. A new catheter was obtained and used without impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the valve to inflate the balloon appeared to be faulty (visibly imperfect). It was later reported that the physician never attempted to inflate the balloon. The device was not used on the patient. A new catheter was obtained and used without impact.